Event description:
The procedure was performed in the sfa: physician diagnosed long segment disease in right sfa. Crossed with .035 guidewire and inserted 6f sheath. Stent was prepped in the normal fashion. Inserted 6xi5omm protege everflex stent without predilation. Distal end of stent was unsheathed and appeared normal under fluoroscopy. At the distal end of the deployment, the handle recoiled about 20mm. Physician tried to finish the pin and pull deployment multiple times with the same result; the handle continued to recoil approximately 20mm. He then proceeded to pull the whole delivery system out of the body through the sheath. The proximal quarter of the stent was visibly elongated and the proximal 10mm of the stent, including the markers broke off and came out still attached to the delivery system. A 7x80mm stent was placed over the proximal end of the protege without covering the entire elongated section. The stent and delivery system were discarded. No patient injury was caused. The patient suffered no negative consequences or outcomes because of this event.